Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Although the tace was successful on the (B)(6) male patient with pre-existing liver cancer, the beacon tip of the catheter was fractured when the doctor was pulling back the catheter. The beacon tip fell into the patient's right femoral artery. The fractured tip was removed with via incision and the tip was successfully removed. The patient's vita signs are stable.